Event description:
Caller reported fs readings for pt were above 500mg/dl as meter displayed hi. Caller administered 2 1/2 units insulin as directed by health care provider. Pt became unresponsive and approximately one hour later was taken to hospital. Pt collapsed at hospital and was provided an IV. Hospital blood glucose test results were unknown by caller. Testing was on fingertips. Control solution out of range.